Event description:
A 2.75 x 23mm cypher stent came off the balloon and traveled into the iliac artery of the patient. At the end of the procedure the patient was not experiencing any difficulties.

Manufacturer narrative:
Information provided by a sales representative indicated that a 2.75 x 23mm cypher stent came off the balloon and traveled into the iliac artery of the patient. At the end of the procedure the patient was not experiencing any difficulties. Investigational follow ups have garnered no other information. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product, the reported customer complaint of stent dislodgement could not be confirmed. With the very limited information provided, it is not possible to determine what factors may have contributed to the event. There is no indication in the reported information or the device history report review that there is a design or manufacturing issue therefore no action will be taken.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.